Manufacturer narrative:
This report is filed on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced redness and skin irritation at magnet site; subsequently the patient was treated with oral antibiotics (date and duration not reported).